Event description:
It was reported that on (B)(6) 2026, after approximately 37-48 hours of pod wear on the abdomen, the pod experienced a communication error and displayed an error message stating ¿pod defective,¿ accompanied by a continuous alarm. The patient reported being unable to resume omnipod therapy due to the communication error, and the pod alarm could not be silenced. Subsequently, the patient developed elevated blood glucose, nausea, and fatigue, prompting an emergency room visit. No specific blood glucose value was reported. At the emergency room, the patient was treated with three units of insulin and released approximately three hours later. No specific diagnosis was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.